Event description:
Allegedly, there was a bilateral capsular stage IV, post breast augmentation. (Switzerland).

Manufacturer narrative:
On 05-feb-2025 was clarified by the complaint submitter that this event is bilateral instead of unilateral as initially indicated. For this reason an additional combined initial/final report is being provided. The complaint investigation found the following: a clinical evaluation of the report and evidence provided was executed and a bilateral capsular contracture baker grade IV was confirmed. A complete review of the DHR for lot 23051769 was carried out, no deviation was found in the manufacturing process. Additionally, the review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations. Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation" potential factors unrelated to the design or manufacture of the device that may lead to capsular contracture, include but are not limited to: (1) patient undergoing revision surgery. (2) previous infection, hematoma and/or seroma. (3) patient has previous history of capsular contracture. (4) surgical factors. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue monitoring for similar complaints/trends.